Event description:
Complainant alleged, during biomed testing, the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 26 mg/dl and 94 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.